Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.

Event description:
Customer alleges the throttle stuck on her scooter causing her to hit a wall.

Event description:
Customer alleges the throttle stuck on her scooter causing her to hit a wall.